Event description:
Reporter noted a posterior capsule tear had occurred. Starting vitrectomy, system displayed error message; reset and surgery was completed. Prognosis reported as excellent. Surgeon stated event was not related to system performance.